Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The positive ?expiratory pressure valve was replaced to resolve the issue. No report of patient involvement. Block the initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.